Manufacturer narrative:
Lot: 3000097975. Serial: (B)(4). The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the sheath and the catheter. The returned maquet sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. A visual examination of the product detected that optical fiber was broken within the membrane at approximately 27.2cm from the iab tip. Two catheter tubing/inner lumen kinks were observed approximately 30.7cm & 31.8cm from the iab tip and one catheter tubing kink was also observed approximately 76.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic signal failed. The hospital staff switched to the central lumen and therapy continued. There was no reported patient injury.

Manufacturer narrative:
Event site name - (B)(4). Event site email - (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic signal failed. The hospital staff switched to the central lumen and therapy continued. There was no reported patient injury.